Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreing: germany

Event description:
It was reported that during surgery, the spray nozzle is defective; the cap constantly comes loose during rinsing, making it impossible to direct the spray. There was no patient harm. There was no medical intervention. There was no surgical delay. The tip fell off completely during surgery into the patient however all parts was successfully recovered and as part of the same procedure. The saline bag was above the height of the patient. The unit could not be used. Due diligence is complete, there is no additional information available.